Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, the stent dislodged. The physician wanted to place a promus element stent 2,5x16mm into the stenosis left anterior descending artery (lad), segment. The vessel was highly calcified and strongly angulated. The stent system could be pushed forward with resistance, pushing over a strong curve of the vessel the resistance was encountered and it was not possible to push the stent system any further. The physician pulled the stent system back, the stent detached from the carrier system and was floating free in segment 6. The vessel had here a lumen of approximately 5,5 mm. With different balloon catheters the stent could be dilated. Finally the stent could be dilated to this lumen and fixated with a nc quantum apex catheter 5,0 x 15mm to the vessel wall in segment 6 of the lad. The patient was stable. The actual stenosis could not be treated, as it was not possible to place a stent in the lesion of the 7th segment of the lad. No other attempt was performed to stent the stenosis.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, stent detached/separated, hypotube kinks and tip damage were also noted. A visual and microscopic examination found that no stent was attached to the device upon its return. Visual and microscopic examination of the balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The shaft of the device was received in a curled up like shape several small kinks were noted along the length of the shaft. A visual and microscopic examination found that the tip was slightly flared. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, the stent dislodged. The physician wanted to place a promus element stent 2,5x16mm into the stenosis left anterior descending artery (lad), segment. The vessel was highly calcified and strongly angulated. The stent system could be pushed forward with resistance, pushing over a strong curve of the vessel the resistance was encountered and it was not possible to push the stent system any further. The physician pulled the stent system back, the stent detached from the carrier system and was floating free in segment 6. The vessel had here a lumen of approximately 5,5 mm. With different balloon catheters the stent could be dilated. Finally the stent could be dilated to this lumen and fixated with a nc quantum apex catheter 5,0 x 15mm to the vessel wall in segment 6 of the lad. The patient was stable. The actual stenosis could not be treated, as it was not possible to place a stent in the lesion of the 7th segment of the lad. No other attempt was performed to stent the stenosis.